Event description:
The customer reported that an electrosurgical pencil with a coated blade electrode caused a 2nd degree burn .75 x .30 cm near the incision inside patient cavity during a breast implant procedure. The staff saw arcing at the connection of pencil and electrode when the device was inside the patient cavity. The site was modifying the pencil by wrapping the connection and electrode with silicone wrapping. They removed the original electrode and replaced it with an e1455 electrode for the procedure.

Manufacturer narrative:
(B)(4). The electrode has not been received but the concomitant pencil has been received and is under evaluation. When the pencil evaluation is complete, a follow-up report will be submitted.